Event description:
Boston scientific received information that the patient implanted with this pacemaker had an increased heart rate of 130 beats per minute (bpm) during exercise with left arm movement. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported. Programming changes were made. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.